Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver (impdts) would not release from the implant. Eventually, the driver was able to be removed and the implant did not suffer any damage.

Manufacturer narrative:
The reported device was received for evaluation. Visual inspection revealed a missing "o" ring. Functional testing with an in house testing implant confirmed no difficulty in disengaging the reported device from the implant. The reported condition of "the driver would not release from the implant" was not confirmed. A device history record (DHR) review was not performed as the reported device lot is unknown. A complaint history review was not completed as the reported device lot is unknown. A definitive root cause could not be determined. Probable causes of the reported event include excessive torque applied and user damage to the devices. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.the following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.